Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a thrombus occurred. The two target lesions were located in the right coronary artery (rca). Target lesion 1 had a reference vessel diameter of 2.5mm and target lesion length of 30mm with 100% stenosis. Direct stenting was not attempted. A 2.75x32mm liberte stent was implanted. A non-bsc balloon was used. An additional procedure was performed in lesion 1 to remove the thrombus. Residual stenosis was 10%. Target lesion 2 had a reference vessel diameter of 2.5mm and target lesion length of 10mm with 56% stenosis. A 2.75x16mm liberte stent was implanted. Residual stenosis was 0%.the procedure was technically successful. The patient was discharged six days after the index procedure without angina or silent ischemia. Aspirin 100mg daily and clopidogrel 75mg daily were prescribed for 12 months.